Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The rv lead then oversensed the patient's atrial flutter and resulted in three inappropriate shocks. Instead of repositioning the lead, the lead was removed and replaced as there was tissue in the helix. No additional adverse patient effects were reported.